Event description:
The device was used during a laparoscopic cholecystectomy procedure. Pneumoperitomemum leaked from the instrument. The surgeon used another instrument and completed the procedure without incident.